Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10238 is no longer considered reportable, please disregard any reports associated with it. D3, g1,g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the device would not power off and would not stop beeping. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned or evaluation. Visual inspection revealed a chipped front corner of the top case and a screw mount broken off of the bottom case. Event history logs were unable to be reviewed due to blank screen and constant alarm found at power up. Functional testing was performed and confirmed the blank screen and constant alarm found during power up process. The root cause of the reported issue was determined to be incomplete upload process from base to head by the customer. To correct the issue, the correct software was uploaded via power point process. The products history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.